Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. An attempt was made to decontaminate the sample. However, decontamination was unsuccessful, and the lines were not able to be cleared from blood. Due to this, leakage test could not be performed on the samples. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The reported defect of leakage could not be confirmed as a test could not be carried out due to the contamination of the sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description ruptured diaphragm in streamline arterial pod. Detailed inquiry description: approximately 1.5 hours into the treatment, patient was taken off the machine for a bathroom break. While returning blood, pct noticed blood in the arterial pressure monitoring line, passed the diaphragm. The machine was removed from use for disinfection. Treatment was re-started on a different machine with the new system. No significant blood loss.